Event description:
The patient was implanted with a left ventricular assist device. The cardiologist reported that the patient had episodes of elevated power. On (B)(6) 2012, the patient suffered from a transient ischemic attack.

Manufacturer narrative:
The patient remains on going with implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.